Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08-may-2024, it was reported by the patient that he receive an insulin flow block alarm due to which hyperglycemia occurs after 3 hours of insertion. In troubleshooting blockage was found at site. High blood glucose level displayed high and was treated with correction bolus via pump. Infusion set was placed in upper buttocks. No further information was available.